Event description:
It was reported that pump experienced malfunction during software update, with malfunction alarm displaying and storage mode not working as expected. There was no reported adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, but malfunction recurred, so customer planned to use multiple daily injections as backup while technical support arranged replacement pump.